Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage(crack on side of pump) and pump was exposed to moisture after going swimming. P-cap reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Blank display noted after battery installation. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. In summary, customer allegation for cosmetic damage(crack on side of pump) was confirmed during visual inspection where cracked case was noted. In addition, customer allegation for pump being exposed to moisture was exposed when unit received with blank display after battery installation due to severe moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump had cracked. Insulin pump was exposed to moisture. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.